Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, difficulty walking, and he continues to require ongoing medical care.

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, difficulty walking, and he continues to require ongoing medical care. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised for reasons unknown to the rep.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.